Manufacturer narrative:
All of the system parameters (qc, calibrations and system checks) were performing within assay/instrument specifications. The sample was collected in a bd serum tube with a gel separator which was then centrifuged for 5 minutes at 3500 rpm. No sample issues were noted. A field service engineer (fse) was dispatched and noted bubbles in the wash pump assembly. Fse discovered that the clear tubing between the wash buffer bottle (vacuum bottle) and the yellow tubing was split at the connection. Fse repaired the tubing by cutting out the damaged section and reattaching the tubing. After multiple primes of the system there were no further bubbles found in the wash pump assembly. Fse then performed a precision test, system check and assay qc. All testing and qc passed within assay/instrument specifications. The cause of this event may be attributed to the split tubing.

Event description:
A customer contacted beckman coulter (bec) to report an elevated troponin I (accutni) result of 1.59ng/ml (above the ami (acute myocardial infarction) cut-off) for one patient generated by an access 2 immunoassay system. The laboratory has a policy that any elevated accutni result must be reanalyzed. The customer reanalyzed the patient's sample in triplicate and obtained the following results: 0.03 ng/ml, 0.70 ng/ml, 0.11 ng/ml and one no value ind (indeterminate) flagged result. No results were reported out of the laboratory therefore there was no change to or impact to patient treatment due to the elevated and erratic accutni results obtained.